Event description:
Additional information received reported the patient had a few falls, but there was no injury and there was no device issues. The lead had fractured and migrated in (B)(6) 2008 and the implantable neurostimulator was replaced. The cause of the break was unknown. Additional information received reported the system was fine after it was revised on (B)(6), 2009.

Event description:
Additional information from the patient¿s wife that reported, the patient required two separate surgeries to replace the broken and migrated lead. It was originally thought the fracture may have occurred at the extension connection site, but it was later found that the lead had fractured further up. The patient¿s wife stated that the doctor ¿couldn¿t find the sweet spot¿ so the surgeon removed the entire system. The patient was reimplanted during a second surgery. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
All contacts on the left brain lead had open circuits. The wiring was frayed/pulled on the brain lead side as opposed to battery side, resulting in repeat brain surgery to replace the lead. Additional information has been requested, a follow-up report will be sent if additional information becomes available.